Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-08-2024 it was reported by the patient that 1 infusion set leakage event happened. No further information was available.

Manufacturer narrative:
(B)(6). Patient country; the united states.